Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user sister that the where he charges the chair with an off board charger the wiring for the off board charge got hot and saw sparks, charger is plugged into an extension cord. End user is stating that the batteries are not keeping a charge.